Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation st30 device's sound abatement foam. The patient has passed away. After reviewing further information the report should be as the manufacturer received information alleging an issue related to a dreamstation st30 device. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On previously submitted report, describe event or problem in box b and problem code grid in box h was not correct. Section type of describe event or problem in box b and problem code grid in box h has been updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a dreamstation st30 device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.

Manufacturer narrative:
As per additional information received on 09/22/2025: the manufacturer received information alleging a patient with a dreamstation st30 has passed away. Despite good faith effort attempts, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.